Event description:
A galileo instrument contained a previous version of the cmv assay (v 1.02). The appropriate version is v 1.05. There are two main differences between the versions. There is a difference in cutoff interpretation and a difference in the levels of control.

Manufacturer narrative:
In previous assay file version v 1.02 (20may04), 3 levels of control are expected, strong positive (+s), weak positive (w+) and negative (n). The newer version v 1.05 has 2 levels of control. Positive and negative. One result is reported for each sample. This caused the one sample result being reported during testing of 2 samples. The interpretation cut off for a positive is 43.5 to 99 in v 1.02. The interpretation cut off for positive is 40.5 to 99 in v 1.05. There is a risk of reporting false negative cmv results if version 1.02 is loaded. If the version was loaded, any sample that demonstrates a reactive score between 40.5 and 43.5 (positive) could be erroneously reported as negative. Customers using the cmv assay on the galileo were notified of the issue by telephone and the cmv assay version loaded to their instruments was verified. The field action indicated that only one customer was affected. The correct cmv assay file will be loaded to this customer's instruments.